Manufacturer narrative:
Investigation: pt is anemic, but hematocrit is unknown. Be advised, hematocrit ranges between 30-55% will not affect test results. Pt current health status may affect coagulation test. This may lead to unexpected inr result. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result. Customer reported using diabetes lancet. Per user guide, "it is important to use the correct technique and a 21 or 23 gauge lancet to obtain the right type and amount of blood sample. Failure to do so may cause inaccurate results." Date: (B)(6) 2013, inratio: 5.2 and 3.0, mean: 4.10, sd: 1.56, %cv: 37.94. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. In-house therapeutic donor testing performed on reported lot 305273 on (B)(6) 2013 yielded the following results: donor: (B)(6), inratio: 3.2, 3.1, 3.4, reference: 3.67, bias threshold: (B)(4) %cv: 4.72, donor: (B)(6), inratio: 2.1, 2.3, 1.9, reference: 1.90, bias threshold: (B)(4), %cv: 9.52. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the product insert, inratio has limitation that hematocrit ranges (B)(4) have been shown to not affect test results. Due to this low occurrence rate; corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 5.2 and 3.0. The time between testing was two hours. Reportedly, the pt's was "milked" and she used a diabetes lancet. Therapeutic range 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.